Event description:
It was reported that during chronic catheter repair procedure, there is a clear piece present around the metal lumen stents that allegedly would not connect to the patient's line. It was further reported that when tried to connect and flush and draw the pieces would not fit together and would leak bloody saline and draw in air bubbles. Reportedly, the repair kit was allegedly deformed. The repair kit was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 7fr d/l hickman repair kit catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. The metal luers were exposed at the distal end of the catheter. What appeared to be excessive adhesive, was noted on the proximal portion of the distal end of the catheter. The stents were able to slide in and out at the distal end of the repair kit. Upon dimensional observation, the length of the stents were noted to be out of the specification. Manufacturing site evaluation states that the catheter had excess of adhesive. Therefore the investigation is confirmed for the reported fitting problem, leak, air bubble issues and the identified defective component issue. However the investigation is unconfirmed for the reported deformation issue as no evidence of deformation was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during chronic catheter repair procedure, there is a clear piece present around the metal lumen stents that allegedly would not connect to the patient's line. It was further reported that when tried to connect and flush and draw the pieces would not fit together and would leak bloody saline and draw in air bubbles. Reportedly, the repair kit was allegedly deformed. The repair kit was removed and replaced. There was no reported patient injury.